Event description:
The pt experienced a loss of therapeutic effect. Her leads have needed to be revised and with each revision therapeutic benefit decreases. Her "wires keep getting too tight." The last revision her doctor put in tension loops but those were not helping. The leads caused her neck to swell on one side and then the other due to leads being too tight. After the last revision relief on the right side decreased and received better relief on the left side. Her device site was painful. She was at home. Additional info has been requested.

Manufacturer narrative:
(B) (4).